Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the keypad was found to be intact. Testing revealed that all keypad buttons were responsive to button presses. The keypad buttons were found to have normal spring back and click. No contamination was found under the key contacts. Unrelated to the complaint, moisture droplets were found behind the display lens. A leak test was performed and the display lens was found to be leaking. Also unrelated the vibratory feature was found not be working on the pump. The pump cover was opened; moisture residue was found on the internal components and pcb; corrosion was found on the vibration motor.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the ok button was unresponsive and swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.